Manufacturer narrative:
E1. Initial reporter city: (B)(6).

Event description:
It was reported that the balloon ruptured. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use in a percutaneous coronary intervention. During procedure, it was noted that the balloon ruptured at 6-12atm pressure at about 2-3 inflations. The device was removed without any problem and the procedure was completed with a different device. There were no complications reported and the patient is in good condition after the procedure. It was further reported that the procedure was completed with another wolverine balloon and a non-bsc balloon.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon ruptured. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use in a percutaneous coronary intervention. During procedure, it was noted that the balloon ruptured at 6-12atm pressure at about 2-3 inflations. The device was removed without any problem and the procedure was completed with a different device. There were no complications reported and the patient is in good condition after the procedure.